Event description:
Event description cpi received information that during an implant procedure of an implantable pulse generator (ipg) and lead system, this bipolar lead would not sense or pace. The physician elected to replace the lead with a positive fixation lead.